Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1301 ml during therapy initiated on (B)(6) 2011 at 1:41, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(6) 2011 at 1:41. The machine was turned off before the therapy ended. Therefore, the uf from drain 4/4 gets lumped together with the uf from the previous cycle, (1004 ml + 284 ml = 1288 ml). Review of the event log revealed the user?s actual drain volume during cycle 3 was 3003 ml and during cycle 4 was 1821. The actual drain volume of 3003 ml is 150% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 01:41:59. During night drain cycle 3, the patient's ultrafiltration reading was 1301ml, indicating the home patient (hp) drained 1301ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.